Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, a field service engineer (fse) confirmed that all cabling had been checked and appeared to be in good working order. All leds were functioning properly, and no further investigation was required. The system functioned as intended after the field service engineer completed the inspection.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 was failed with the error message device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported due to this event.